Event description:
Worsening pain in the right knee. The 1st injection and 2nd increased pain. After 3rd injection had severe pain and increased swelling. Two weeks later, had to get cortisone injection to decrease swelling and pain which had no effect. Had to take pain med every 6 hrs which just dulled the pain. Had problems with sleeping, walking. Dr (B)(6) stated more than 1/2 of pts have more pain with the injection. Had euflexxa injection with no problems. After 3rd injection, solution felt like a hard rock under the kneecap. Still having more pain than I did before the injection.